Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an aortic and mitral valve replacement surgery, after 2 to 3 knots, the sutures of the valve replacement kit break very easily. The surgeon took another suture to complete the case. There was an increase duration of the procedure and risk of bleeding. There was no patient injury.